Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis, which manifested as cloudy effluent. The pt was hospitalized on the same day. On an unreported date the pt was treated with unknown antibiotics. Two days later, the pt was recovered and was discharged from the hospital. Additional information was requested but is not available. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number gd894725. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).